Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio advised the customer that their device is not field serviceable and no longer under warranty.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display and would power on by itself. The customer further advised that they had to remove the battery in order to power the device off. As a result of the reported issue, the device may not be able to provide defibrillation due to the potential for premature depletion of the power source (battery). There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device under their service contract. The customer then released their device to physio-control for further examination. Physio further evaluated the customer's device where it was determined that the cause of the reported issue was process residue in the area of a resistor, designator r138, on the analog pcb assembly. After cleaning the resistor and the surrounding area, proper device operation was observed.